Manufacturer narrative:
.

Event description:
A generator was returned due to battery depletion. Product analysis was completed and it was confirmed that the generator was at eos, and the battery voltage was 1.64v. The generator did not communicate. It was confirmed that there was a leaky c6 capacitor. The unit was confirmed at eos as result of battery depletion. The supply current tests did not meet functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. A battery life estimation resulted in 0.99 years remaining before the eri flag would be set. The increased current consumption was isolated to a leaky capacitor (c6). With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor, c6. The cause for the c6 capacitors increase in leakage could not be determined.